Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to a defect of the image sensor unit, which could have lead to the breakage of the electronic board connectors and damaged ccd (charge-coupled device). Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the phenomenon was identified during user's pre-use inspection (preparation for use) of an unknown procedure.

Manufacturer narrative:
During device evaluation at olympus, it was found the color tone of the image was abnormal, watertightness was not maintained due to holes in the curved rubber, the curved rubber adhesive was missing, dirt on the universal cord was difficult to remove, and scratches were found on the light guide connector and video connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the video of the endoeye flex deflectable videoscope was poor. The color tone was abnormal and the picture was only magenta and green. There was no reported patient harm or impact due to this event.